Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited failure to interrogate- no ble telemetry. The programming changes was performed. The patient was in stable condition.